Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/18/2013 with the following findings: during testing, the pump powered on and audio tones were functional. The display screen and pump vibrations were not functioning. A leak test was performed and a display lens leak was found. The pump was opened and corrosion was found on the internal components of the pump. The display was removed and corrosion was found on the keypad flex connector and its surrounding components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad after exposure to moisture. After producing a call service alarm, the keypad became unresponsive. When the buttons are pressed, the brightness of the display changes, instead of the intended response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.